Manufacturer narrative:
Concomitant medical product: product ID: 97755, serial# (B)(4). Product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they experienced longer ins charge times since 2 weeks ago. Pt noted they had to charge every 3 days and they were charging from 1:07 pm to 2:57 pm their ins was at 100%, but wasn't "finished." Pt noted they usually spent 1 hour charging their ins, but now they spent 2-3 hours charging the ins. Pt noted they would have to monitor the controller because the ins charge session would stop if they moved and they wouldn't know that the charge session stopped. Pt confirmed they didn't see any error messages, they confirmed their ins settings didn't change, and they confirmed the controller audio was not muted. Pt spoke to their mdt rep. (B)(4) last name asked, unknown) 2 weeks ago via phone and notified them about the issues. Patient service specialist (pss) helped the pt inspect the recharger antenna (rtm) cord, rtm plug, and controller port, but no visible damage was detected. Pss had the pt clean the rtm plug pins and controller port. Pt initiated a charge session to their ins with excellent quality. Pt noted the controller battery was at 100% and their ins battery was at 60%. Pt added that after their implant surgery they were in pain (pss understood this as normal post-surgery pain). Dr. (B)(6) was their implanting hcp and dr. (B)(6) was their pain management hcp. Pss reviewed the external equipment was functioning as intended. Pss suggested the pt follow up with their hcp to address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient has experienced increased recharge time, and communication issue while recharging. Troubleshooting included removing the battery in the patient controller to reset the device, and reviewed proper recharge coupling. The cause is not known, and the issue is ongoing.

Manufacturer narrative:
Continuation of d10: product ID: 97755. Serial#: (B)(6). Product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the recharging issues was unknown. Rep interrogated battery and no issues with connectivity or impedances seen. Instructed patient on recharging best practices including use of belt, attaining excellent coupling. Inspected recharger and controller for any suspected visible damage to devices, none seen. Educated patient to remove battery pack for extended period from controller and then re-insert and charge back up to 100%. Issues have resolved. Patient reported now able to charge from 0 to 100% within one hour. The provided information has been confirmed with the physician. Patient called on 2022-nov-1. Pt says that it takes them "over two hours to charge" ins and says this started about 2 months ago and is the same issue they originally reported. When they called last, pss advised pt follow up with hcp. They met with rep and was told to call pss again. Rtm isn't heating up, and last time pss had them clean controller port but it still takes a long time to charge. Pt was highly escalated. Email was sent to repair to send a new rtm. Pt mentioned they have gotten replacements in the past and are frustrated with the equipment and might have the ins taken out and use another manufacturer. Pt called back next day and re-reported previously documented events from this case and noted they didn't receive the replacement recharger antenna (rtm) from this case. Patient services specialist (pss) reviewed due to the time the rtm was ordered, the rtm should arrive on 03-nov-2022. Pt was upset and noted they had nothing but issues with the ins and they were in pain because they couldn't recharge the implanted neurostimulator (ins).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.